Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination revealed a bulge to the infusion sheath 12cm from the tip. There are multiple kinks distal of the bulge. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed damage that would have contributed to the difficulty to remove.

Event description:
It was reported that removal difficulty and device fracture occurred. The 90% stenosed target lesion was located in a moderately calcified and non-tortuous peripheral artery. A 2.1mm jetstream xc catheter was selected to treat the peripheral artery disease. After treatment was completed using the device, the unit was difficult to retract using rex mode. Once removed intact over the wire, a fracture and leak were observed mid-shaft. There were no patient complications as a result of this event.